Event description:
A 85 year old female initially presented with symptoms of a stroke, but developed chest pain shortly after these resolved. A complex multivessel disease was diagnosed and as the patient was turned down for cardiac surgery, the patient received a percutaneous coronary intervention with impella cp support. Following the percutaneous coronary intervention procedure, the impella cp was successfully weaned and removed. During closure, a second perclose system got stuck in the right femoral artery and had to be removed using force. Hemostasis was achieved by prolonged manual compression and a fem stop device.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.